Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaint blood leak during the first use. Blood flow rate, 250ml/min, tmp, 125mmhg, the blood loss was about 5ml. No patient harm, no medical intervention was necessary.